Event description:
It was reported via repair work order that the brakes were not holding due to broken caster stem. It was also reported that there was no power to the bed due to broken power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.